Event description:
On (B)(6) 2014, the distributor contacted animas, alleging a prime (loss of prime) issue. No additional information is available. This complaint is being reported because the reported issue was not resolved. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4). Device evaluation: the insulin pump have been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found no cosmetic damages. Review of black box data found record of non-zero low force loss of prime and motor error related alarms. On investigation, the pump powered up with the appropriate audible and vibratory features. The investigation was unable to fully evaluate the reported prime issue due to repeated motor related alarms during the load step. The pump casing was opened and the motor assembly was found to be frozen.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.